Event description:
It was reported that during a da vinci hysterectomy procedure, the pk dissecting forceps instrument broke. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer's complaint of broken cable. The instrument pitch cable was broken at the distal end of the instrument. The pitch cable was broken at the proximal clevis hub. The clevis did not exhibit any wear. The broken strands stuck out at the wrist. The other cables at the wrist was not damaged. An additional observation not reported by site was that the instrument grip tips were bent. One grip was bent, causing side to side misalignment of the grips. There was a .010 offset at the tips. The bent grip did not exhibit any separation of the yaw pulley and pulley cover at the glue joint, likely cause of bending remains overloading at the tip. Failure analysis concluded, that the bent damages may be due to mishandling/misuse. No other damages were found on the instrument. The instruments and accessories user manual specifically states:general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction of a broken pitch cable to recur could cause or contribute to an adverse event.